Manufacturer narrative:
(B) (4). The incident device has been received and is under eval. When the device eval is completed, a f/u report will be submitted.

Event description:
The customer reported that there was an operating room fire and the pt was burned. This was a minor procedure for removal of a lesion. Betadine had been used as prep. O2 was in use, but the flow rate was unk. They were completing the procedure and getting ready to suture when the pt had a small bleeder. When the surgeon activated the pencil, there was a flash fire. It ignited under the dressing and the pt was burned on the face and right arm with 1st and 2nd degree burns. The pt stayed overnight and then went home. The pt appears to be doing well at this time.